Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc, limb detachment and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf048f filter perforated, migrated and detached. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age and weight were not reported.